Event description:
Customer reported via phone, the insulin pump alarmed no delivery and blood glucose was 475 mg/dl in the morning. Customer changed his site. The device alarmed during basal current blood glucose was 300 mg/dl. Customer declined troubleshooting and requested the device to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump passed displacement test. However, the insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump was unable to perform excessive no delivery test due to prime anomaly. The insulin pump was received with minor scratches on lcd window, cracked case on display window corners, cracked battery tube threads and broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.